Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced described as "feeling unwell" and unspecified hypoglycemia symptoms. The customer was unable to self-treat and the ambulance was called. The customer was diagnosed with hypoglycemia and received and received third-party treatment however refused to provide details of the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage is observed on the sensor patch. The data was extracted from the returned sensor patch using approved software. Sensor was found to be in sensor state 5 with event logs 3 and 4, which are an indication of normal termination of the sensor without any error. A cracked sensor neck was observed upon visual inspection of the plug assembly. Performed sim vivo testing (simulation of the electrical signal produced by the sensor tail) to check that the returned sensor¿s electronics were functioning properly. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of the sim vivo test during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 5 is an indication of normal sensor termination, therefore the cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to movement of the used sensor during shipment back to adc for investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device mfg date) was updated based on the returned product download.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced described as "feeling unwell" and unspecified hypoglycemia symptoms. The customer was unable to self-treat and the ambulance was called. The customer was diagnosed with hypoglycemia and received and received third-party treatment however refused to provide details of the treatment. There was no report of death or permanent impairment associated with this event.